Manufacturer narrative:
It is unknown which device is associated with the type I endoleak. Therefore both devices will be listed. Device lot #8327030, catalog #pxa230300, UDI# (B)(4). Device lot #8441124, catalog # pxa230300, UDI# (B)(4). The review of the manufacturing paperwork verified that the lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU) regarding use of the aortic extender endoprosthesis, potential device or procedure-related adverse events that may occur and/or require intervention include, but are not limited to, aneurysm enlargement, and endoleak. Furthermore, users are made aware of the risks associated with endoleaks in the IFU, and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
Following was reported to gore. On (B)(6) 2011, a patient underwent a treatment of dissection of the descending aorta with gore® excluder® aaa endoprosthesis and gore® tag® thoracic endoprosthesis. Two aortic extender component (pxa230300) were placed followed by a tag (tgt2815). The procedure was completed without any issues. The patient tolerated the procedure. On (B)(6) 2016, a follow up image revealed the aneurysm diameter was 50mm. On an unknown date, a follow up image revealed distal type I endoleak at the distal end of one of the two aortic extender endoprosthesis (exact location is unknown), and the aneurysm diameter measured to be 55mm. On (B)(6) 2020, a reintervention was performed to treat the endoleak. A tgm343415 was placed at the distal side of one of the two aortic extender endoprosthesis, to right above the celiac artery. Final angiography revealed no endoleak, and the procedure was completed. The patient tolerated the procedure.